Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that this device needs to be sent to philips for repair. They did not specify the reported symptom. There was no pt involvement.